Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and absorbable hemostat was used. It was reported that there is no chinese identification in the label on the outer package of the product. The local municipal market supervision administration requires that it should have chinese identification in the label there. No adverse patient consequences were reported.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: are there any photos of the labeling issue available? No photo could be provided. Did the outer package show any signs of damaged when received? No damaged signs have been found. Was the package properly sealed when received? Yes.